Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. The customer had loaded 300u of insulin into the cartridge. The customer observed the pump fill estimate gauge dropping from +240u down to 100u and smelled insulin around the cartridge. The customer's blood glucose level was impacted (280 mg/dl). The customer was able to load a new cartridge and resume insulin delivery and indicated that a bolus would be delivered as needed.